Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as their levels did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.